Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) snagged on tissue and stretched. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix was not within specification which is consistent with occurring procedure related damage. Electrical tests were performed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.